Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to perform planned maintenance (pm). He then had to replaced charger board 1 that failed during pm which was halted because of failed mobile view station (mvs) computer board parts delay. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the battery charger 1 found burned components c22e and d10e on the board, due to electrical overstress. On the red tag medtronic representative mentioned "closed generator inner and outer doors to hv tank and the charger board back component smoked." The hardware investigation found that reported event was related to electrical failure mode and due to a short on the part of the medtronic representative operator error. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that he was performing planned maintenance (pm) and damage to charger board 1 occurred and required replacement. There was no patient present as this was outside of surgery.